Event description:
The surgeon repaired a ventral hernia with a sheet of permacol sewing continuously to the fascial edge with prolene suture on non-cutting needles. One week post operation the patient was taken back to surgery with an evisceration. Upon exploration it was found that the permacol had ripped along the inferior edge so that about 3cm of the product was still sewn to the fascia but it had ripped along the suture line. On the right side the product had completely pulled through the sutures. The permacol was removed and discarded and a hole in the patent's bowel that occurred when the force of the evisceration caught the bowel on a skin staple was repaired.

Manufacturer narrative:
Following a review of the device history record for 06b13-2 all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. Following a conversation with the surgeon concerned, the following conclusions were drawn which in his opinion coupled together made for a poor set of surgical circumstances for this patient. Obese patient. Patient remained intubated post-op for 4-5 days under minimal sedation and during this time the patient was coughing and bucking on the vent frequently. Continuous suturing technique used. Product likely implanted under too much tension. (The surgeon commented he had used allograft material in the past and was used to implanting under tension to prevent post-operative diastasis). The surgeon used a thinner piece of permacol under the impression he had selected a thicker piece for the repair. The surgeon commented he did not feel this was a product failure but rather an unfortunate sequela of a complicated case.